Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The foreign material was possibly not removed due to insufficient reprocessing as a result of the presence of material in the air and water nozzle. The instruction manual contains detection measures associated with reprocessing issues in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: preparation and inspection¿, and preventative measures in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of blockage in the air / water channel of not being able to reprocess was confirmed. Additionally, during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The cause of the event was due to user handling. Additionally, the following findings were also identified, and are as follows: (a.) The light cover glass adhesive was worn, (b.) The optical cover glass adhesive was worn, (c.) The outlet pipe condition had blockage evident, (d.) The distal end adhesive was lifting, (e.) The angulation play of the up/down was out of specification, (f.) The air channel volume had blockage, (g.) Water flow in the outlet pipe was out of specification, (h.) The water channel failed due to blockage, (I.) The electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope experienced blockage in the air / water channel unable to reprocess. The event occurred during reprocessing. The procedure was completed using the same device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.